Event description:
It was reported that this was a vessel closure of an unspecified access site using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, an unknown failure occurred. The tavr procedure was completed. Hemostasis was achieved with a surgical cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the production record for this product was not performed because the lot number and was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.